Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down and would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. However, upon inspection the customer's batteries were found to be depleted. The device was recertified and returned to the customer. Review of the device logs showed the device prompted a "change batteries" message. The log showed errors indicating the pads were not connected to the device. The device would have beeped repeatedly to warn the user of the condition and displayed a red x. The red x condition not being addressed contributed to the depleted battery; the unit would have performed repeated beep start tests which include a 2 joule internal discharge. The device was not being stored in accordance with zoll recommendations to ensure the device is clinically ready. This investigation concluded the device is working as expected. Analysis of reports of this type has not identified an increase in trend.